Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varicose vein ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the trip wire of the device was fractured. There was no difficulty experienced upon setting up the device.the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem code 1069 for the reportable issue of trip wire broken. Investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the ligator head was returned. It was noted that the device returned without the handle assembly and trip wire. It was possible to observe that the ligator head found five bands attached; however, four bands were moved out of their original positions. Additionally, the ligator head teeth were bent. There was evidence that the suture was cut likely by a sharp tool in order to remove the device from the scope. This condition is not considered as an issue of the device. No other issues with the device were noted. As the trip wire was not returned, it was not possible to confirm what the customer alleged. Factors encountered during the procedure, such as the manner as the device was manipulated, could have caused the event reported by the customer. However, based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Therefore, the most probable root cause for the complaint event is no problem detected since the reported device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varicose vein ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the trip wire of the device was fractured. There was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.